Event description:
This is a report from a consumer with supplemental information provided by a nurse in (B)(6) of cat bit the transfer set and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with the dianeal therapies was not reported. Initially, the customer contacted baxter global technical services (gts) to request assistance with the homechoice (hc) unit for an unrelated issue during peritoneal dialysis(pd) therapy . The technical service representative (tsr) assisted the patient and the issue was resolved over the phone. There was no report of patient injury or need for medical intervention. During a follow up call by baxter product surveillance (ps) regarding the unrelated issue the home patient (hp) stated that they went to the hospital on sunday because their daughter's cat had bit the home patient's (hp) transfer set (unspecified). The hp stated that they received peritonitis and were placed on an antibiotic (unspecified). During a follow up call by ps with the hp's peritoneal dialysis nurse (pdn) the following information was received. On an unreported date, the patient's daughter's cat bit the transfer set, which resulted in peritonitis. On (B)(6) 2012, the patient experienced peritonitis and went to the hospital on the same day. Treatment included an unspecified antibiotic (route, dose, and frequency not reported). The pdn reported the patient was back home the same day. It was not reported if a pd effluent analysis and culture were performed. It was not reported if the hp was retrained in aseptic technique. It was reported that the patient was recovering from the event of peritonitis. Concomitant therapy was not reported. The pdn reported the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique as the cat had bit the transfer set, which is a use error that can cause peritonitis or potential contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.